Event description:
It was reported that the patient presented in clinic complaining of feeling unwell and experiencing palpitations. Upon interrogation, the right ventricular lead exhibited loss of capture and loss of sensing. During pocket revision on (B)(6) 2015, it was noted that the lead was dislodged; twiddlers syndrome was suspected. The lead was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).